Manufacturer narrative:
Article information: banveet kaur khetarpal, et al. Journal of arrhythmia. 2023;39:198¿206. Doi: 10.1002/joa3.12826, cardiovascular department, kirk kerkorian school of medicine at unlv, nevada, USA. Section a, d4: specific patient information and device serial number were documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01dec2020 since the data were collected from patient implanted between january 2005 and december 2020. Section b5: case #1 from the research article was reported under manufacturer reference number: 2916596-2023-07918 and case #3 was reported under related manufacturer reference number:2916596-2023-07940 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article titled ¿subcutaneous implantable cardioverter-defibrillator (s-ICD) noise following left ventricular assist device (lvad) implantation¿ that heartmate 3 (hm3) may be related with electromagnetic interference with implantable cardioverter defibrillator (ICD). This was a retrospective study of patients implanted with hm3 and with a pre-existing ICD between (B)(6) 2005 and (B)(6) 2020. A total of 3 hm3 patients experienced electromagnetic interference (emi). Multiple measures were unsuccessful in resolving the noise events, including utilizing other sensing vectors of the s-ICD, adjusting the time zone of the s-ICD, and increasing the lvad pump speed, requiring s-ICD to be turned off permanently. Case 2 describes a 31-year-old man was implanted with hm3 15 months after his s-ICD implantation. All the s-ICD vectors sensed appropriately prior to lvad implantation. One day post lvad implantation, the s-ICD sensed noise in all three vectors. Noise in all vectors has persisted over a period of 27 months of device clinic follow-up, necessitating ICD therapy to be programmed off permanently.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.